Event description:
It was reported that "six months" prior to this report date, the patient had his pacemaker programmed, which caused his deep brain stimulation device to turn off. When this occurred, it was reportedly turned back on without difficulty or issues thereafter. There was no additional information provided.

Manufacturer narrative:
Product ID: 748251 lot# serial# (B)(4), implanted: 2004 (B)(6), explanted: 2012 (B)(6), product type extension product ID: 3387-40 lot# j0405874v, implanted: 2004 (B)(6), explanted: 2012 (B)(6), product type lead. (B)(4).

Manufacturer narrative:
(B)(4).